Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt041 mask from the customer. We will provide a follow-up report upon receipt of the complaint device and completion of our evaluation.

Event description:
A hospital in (B)(6) reported that an incorrect mask was found in the rt041 mask packaging. Vent holes were found on the mask, where the rt041 mask should not have vent holes. The vent holes caused constant leaks, and the patient was not receiving adequate ventilation.

Event description:
A hospital in (B)(6) reported that an incorrect mask was found in the rt041 mask packaging. Vent holes were found on the mask, where the rt041 mask should not have vent holes. The vent holes caused constant leaks, and the patient was not receiving adequate ventilation.

Manufacturer narrative:
(B)(4). The fisher & paykel healthcare rt041 hospital full face mask non-vented is a patient interface for use as an accessory to a respiratory therapy device. The mask is for single patient use with spontaneously breathing adult patients with respiratory insufficiency or respiratory failure who are suitable for noninvasive pressure support ventilation in hospital/institutional environments only. Method: the complaint rt041 mask was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that a vented mask base was assembled instead of a non-vented mask base. A lot check revealed no other complaint of this type for lot number 120313. Conclusion: the incorrect assembly of mask base was most likely due to an incorrect line clearance during production. We are currently reviewing the process flow to ensure correct line clearance during production. The user instructions that accompany the rt041 mask state the following warnings: this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff." Verify that the therapy device, i.e. Ventilator, including alarms and safety systems have been validated prior to use."